Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the analyzer. The fse identified an issue with the detergent tubing. Sample analysis was affected due to low concentration of diluted detergent being supplied. The fse repaired the detergent tubing to resolve the issue. (B)(6).

Event description:
A customer in (B)(6) reported the generation of low sodium (na) patient results on their au680 clinical chemistry analyzer. The results were not reported out of the laboratory; thus, there was no change in patient management in association with this event. Quality control (qc) results before and after the event were within the laboratory's established ranges. The customer was unwilling to provide any data. No patient demographics were provided by the customer.